Manufacturer narrative:
The monopolar curved scissor instrument involved with this event has been received, but the failure analysis testing has not yet been completed as of the date of this report.

Event description:
It was reported that prior to the start of a da vinci-assisted pyeloplasty surgical procedure, the monopolar curved scissor (mcs) instrument was observed to be pitting early. The customer also noted that they were not getting 10 uses out of the mcs instruments. There was no reported injury.

Manufacturer narrative:
Correction to h8 field - updated to initial use of device. Intuitive surgical, inc. (Isi) did receive the monopolar curved scissor (mcs) instrument to perform failure analysis (fa). Fa was able to confirm/reproduce the reported complaint. The instrument was found to have blade damage. Both of the blade edges were indented. The blade indentation did cause the cut test failure. The cutting edge had corrosion that would have contributed to the blade damage or cutting failure. The probable root cause of nicks and gouges on the instrument blades is attributed to use-related damage when attempting to cut incompatible material (i.e., hard objects such as bone or cartilage) or mishandling the instrument. This issue can be resolved by using an alternate instrument to complete the procedure.

Event description:
Refer to h11 for follow-up information.